Event description:
It was reported that the 9900 system locked up several times during a case. All lights lit on mainframe and all blocks displayed. The system required reboot to continue case. It was also noted that the collimator closed all the way down and the system did not save images. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted voltage to the fluoro function board, reloaded the software and reseated pin on fluoro function board backplane connector. The system was tested and found to be working as intended and placed back into service.